Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported a peritoneal dialysis patient was having difficulty inserting the cassette, while hospitalized. During the call the patient realized the cycler was turned off, upon turning the cycler on the patient was able to insert the cassette when prompted. Additional information about the hospitalization was solicited, but unavailable.

Manufacturer narrative:
Based on the information available, there is no documentation or indication that any fresenius device(s) caused or contributed to a serious adverse patient outcome.